Event description:
This x-ray system became non operational when the anatomical programmed radiography (apr) was not accepted by it.

Manufacturer narrative:
Conclusions: the investigation found that a circuit board, that exhibited an activated error indicator light, was not seated into the system's backplane board for proper contact. The board was reseated into the backplane board and the system became functional with no error light. This board may have been improperly seated into the backplane at the last servicing event. There was no structural problem.